Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the user reported that they may have overfilled the cartridge and a cartridge alarm 9 (overfill alarm) occurred. Also, a cartridge alarm 16 (delivery request fail) occurred during fill tubing. Reportedly, the user went to the emergency room (ER) with a blood glucose (bg) level of over 500 mg/dl. The user was treated with insulin drip and left the ER a 1.5 days later with a bg level in the 100's. The user reported not feeling well and was hospitalized on (B)(6) 2017 after the ER. Reportedly, the user attempted to take corrections and increased the basal rate to address bg level. However, the user was treated with insulin drip while hospitalized and reported that the bg level lowered to target. The user was released from the hospital on (B)(6) 2017. It was confirmed that the user had an alternate method of insulin delivery available.